Event description:
It was reported patient underwent a hemi shoulder with comprehensive stem arthroplasty on (B)(6) 2012. During the procedure when the surgeon was putting on the comprehensive fracture positioning sleeve, the metal shaft twisted inside of the plastic handle and the surgeon was unable to turn the coin driver. The surgeon then tried to use a pair of pliers on the metal shaft and went straight to the stem, no longer requiring the coin driver. As a result, pieces from the stem fractured into the patient's body requiring surgical intervention to retrieve the pieces.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number it states,"improper preoperative or intraoperative implant handling or damage (scratches, dents, etc.) Can lead to crevice corrosion, fretting, fatigue fracture and/or excessive wear. Do not modify implants. The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-02095 / 02096).